Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead had an increase in pacing lead impedance to upper out of range measurements and increase in capture threshold. The lead was explanted and replaced one week later. The device was electively explanted during the procedure as it was an advisory. The patient condition was stable in the recovery room following the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.